Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead stopped working. Additional information indicated that the lead was twiddled and kinked up. The tip of the ra lead was very close to the pocket and was easily pulled out. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Tissue was noted in the helix. The lead passed continuity with manipulation test and hi-pot test. Laboratory analysis confirmed the reported allegation.